Event description:
It was reported the rate drops out when set lower than 40 ppm (pulses per minute). The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The interconnect flex is out of electrical specification. The paces per minute rate reading was off when set lower than 40. Upper and lower cases, side bail covers, high rate cover, and ring cover are broken. Battery drawer is contaminated. Side bails are missing. Main printed circuit board is out of electrical specification.